Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) and left ventricular (lv) leads exhibited impedance measurements of greater than 3000 ohms. Threshold measurements were stable and no noise was noted. Patient isometrics were performed which did not elicit any noise. The patient was referred to their physician for follow-up. No adverse patient effects were reported. The device remains in service.